Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Additional information received from the customer indicated the nurse was removing the electrodes from the device and reconnecting with the monitor in the "off' position (not powered). Review of the device history logs proved that the device was not turned on during the incident and that there was no energy delivered by this device. Evidence/communication supports that this report was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during transport, the clinician received an unintended delivery of energy. Complainant indicated that there was no adverse effect to the patient and the clinician experienced numbness in her arm for about an hour due to the reported malfunction.